Event description:
It was reported that during a percutaneous coronary intervention (pci), the imaging catheter got stuck in the stent. The target lesion was located in the moderately tortuous and moderately calcified proximal end of the middle of left anterior descending artery. After pre-dilatation with a balloon catheter, two non-bsc stents were deployed at the target lesion. An atlantis¿ sr pro² was used for post intravascular ultrasound. During removal of the device, it got stuck where the stents overlapped. Another guide wire was inserted and crossed to straighten the vessel and the device was removed completely. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci), the imaging catheter got stuck in the stent. The target lesion was located in the moderately tortuous and moderately calcified proximal end of the middle of left anterior descending artery. After pre-dilatation with a balloon catheter, two non-bsc stents were deployed at the target lesion. An atlantis¿ sr pro² was used for post intravascular ultrasound. During removal of the device, it got stuck where the stents overlapped. Another guide wire was inserted and crossed to straighten the vessel and the device was removed completely. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The two flaps of hub rotator were damaged. The unit was able to connect into mdu system properly. The guidewire exit port was lifted 1.0mm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. A good square image appeared in the system. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).